Manufacturer narrative:
Batch review performed on 06-oct-2023 lot 178716: (B)(4) items manufactured and released on 07-feb-2018. Expiration date: 2023-01-25. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported case during the period of review. Clinical evaluation "performed" by medical affairs director: 4 years after primary cemented tka, a revision is performed. No information was supplied. From the pre-revision xrays, a terminal damage to the collateral ligaments seem to have taken place, possibly because of trauma, and of course a constrained device was then called for. Without additional information, no further comment can be offered, but we see no clue towards a defect in the implanted device or its performances. Other devices involved: gmk-sphere 02.12.0410fr tibial insert fixed sphere flex size 4/10 mm r (k121416) lot 1901315: (B)(4) items manufactured and released on 13-may-2019. Expiration date: 2024-04-27. No anomalies found related to the problem. To date, all items of the same lot have been sold with no similar reported case during the period of review gmk-sphere 02.07.1204r tibial tray fixed cemented size 4 r (k090988) lot 1901601: (B)(4) items manufactured and released on 05-jun-2019. Expiration date: 2024-05-25. No anomalies found related to the problem. To date, all items of the same lot have been sold with no similar reported case during the period of review

Event description:
At about 4 years and 1 month after primary, the patient has been revised because of instability. All the components have been revised with competitor components.